Manufacturer narrative:
The device was returned to carefusion and evaluated. It was confirmed that the uim (user interface module) failed to hold settings and the touchscreen was unresponsive to touch commands. The pcba board was replaced to resolve the issue. The root cause of the issue appears to be the pcba board. The device has been repaired and passes all manufacturer testing.

Manufacturer narrative:
(B)(4). If the additional information from the customer becomes available, it will be submitted in a follow up report. (B)(4).

Event description:
The customer has reported that while using the avea ventilator, after operating for 15 minutes, the screen turns off. The customer reported no patient involvement when this occurred.